Event description:
Upon evaluation by the manufacturer, it was discovered that the lcd screen of the aviva system appeared marbled, which could be the result of an electrical short. No adverse event reported. Requested return of suspect device and replacement was sent.